Event description:
It was reported that the fatigue patient presented remotely via merlin.net transmission. Upon review the implantable cardioverter defibrillator exhibited backup vvi. The patient presented in the clinic for further troubleshooting. A device download was performed successfully.